Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rates non-sustained and sensing integrity counters (sic). A lead fracture was suspected. The lead was turned off and the patient was put on a live vest. No patient complications have been reported as a result of this event.